Event description:
A (B)(6) female patient contacted zoll customer support to report her battery was not fully charged after being on the battery charger for a full 24 hours. The patient was issued two replacement battery packs.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery did not fully charge) has been confirmed. The cause of the discharged battery pack was defective cells within the battery pack. One or more of the cells had residue/corrosion on them. The source of the residue/corrosion has not been positively identified but is likely electrolyte from a leaking cell. The root cause of the leaking cell was not positively identified. No adverse event resulted from the defective battery pack. The patient received a replacement battery pack.